Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: test strip issue.

Event description:
Consumer reported complaint for hi blood glucose test results. The expected fasting blood glucose test result range is 120 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. The customer is currently taking insulin to manage diabetes. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 186 mg/dl and 181 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 01/31/2018 and open vial date is 10/2015. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.